Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following description: during ventilation, the device alarmed with tf 9950 but the unit kept ventilating the patient without any interruption. The ventilator was replaced with another one. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow up 1: device evaluation. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, the issue reported by the customer could be confirmed. The device alarmed with the technical fault 9950 on the day of the event. The event occurred during ventilation, however, no harm to the patient was reported. The device was exchanged. (B)(6) 2025 11:25:55 standby on special 506, (B)(6) 2025 11:25:55 nebulizer off special 501, (B)(6) 2025 11:22:55 audio paused on special 516, (B)(6) 2025 11:20:51 audio paused on special 516, (B)(6) 2025 11:17:42 tf: 1617 tech fault 1617, (B)(6) 2025 11:17:42 tf: 9950 tech fault 9950, (B)(6) 2025 11:13:47 rate 12 b/min setting 314 & (B)(6) 2025 11:13:35 rate 8 b/min setting 314. Tf9950 (can appear together with itf 1617) indicates a communication interruption between ipp and vup. The itf1617 occurs when the graphical user interface process tries to communicate with the vup but fails. The watchdog tf 9950 is triggered if this graphical user interface process is blocked for at least 8 seconds. After the event, a test software was performed on the device and no issue could be detected. The vu-ip cable socket was cleaned. Furthermore, the ventilator operated continuously on a test lung from (B)(6), during which the failure could not be replicated. No abnormalities were observed. Based on the available information, the root cause of the incident could not be determined.